Manufacturer narrative:
No product is being returned for evaluation. A follow up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown . Event description: event happened in 2016. Applied medical was made aware of the incident on september 7, 2016. Email by consultant gynecological oncologist from user facility on (B)(6) 2016: I've had one instance where the tip of a trocar broke off inside the peritoneal cavity when performing a straightforward laparoscopy which is a concern. Fortunately we were able to find it, but did cause us considerable anxiety at the time. Patient status: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This follow-up report corrects the event description on the initial report. The initial report states that applied medical became aware of the event on september 7, 2016, but the date should state september 7, 2018.

Event description:
Procedure performed: unknown. Event description: event happened in 2016. Applied medical was made aware of the incident on september 7, 2018. Email by consultant gynecological oncologist from user facility on 26 may 2016: I've had one instance where the tip of a trocar broke off inside the peritoneal cavity when performing a straightforward laparoscopy which is a concern. Fortunately we were able to find it, but did cause us considerable anxiety at the time. Patient status: ni.